Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. The mother was instructed by the doctor to call and have the insulin pump replaced. Advised the mother to have the customer discontinue using the insulin pump and to revert to a back-up plan. Advised the mother that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.